Event description:
The user's hearing performance with the device was affected. The user was re-implanted on the (B)(6) 2020. This report refers to 9710014-2020-00595. For further information please refer to this report.